Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to emergently discontinue a ccpd treatment to be transported to the hospital via emergency medical services (ems). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6)2024 due to sepsis with septic shock attributed to unrelated comorbidities. It was explained that the patient needed to emergently discontinue a ccpd treatment on (B)(6)2024 due to fever, nausea and vomiting as ems was activated. The patient was transported to the hospital by ems where he was admitted to the hospital on the same day. The patient initially underwent ccpd therapy on a hospital provided cycler (unknown brand and model) but was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) due to the therapeutic value to his sepsis. The patient recovered from this event and was discharged home on (B)(6) 2024. It was confirmed that the patient¿s sepsis, septic shock and associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler as before this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to emergently discontinue a ccpd treatment to be transported to the hospital via emergency medical services (ems). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 due to sepsis with septic shock attributed to unrelated comorbidities. It was explained that the patient needed to emergently discontinue a ccpd treatment on (B)(6) 2024 due to fever, nausea and vomiting as ems was activated. The patient was transported to the hospital by ems where he was admitted to the hospital on the same day. The patient initially underwent ccpd therapy on a hospital provided cycler (unknown brand and model) but was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) due to the therapeutic value to his sepsis. The patient recovered from this event and was discharged home on (B)(6) 2024. It was confirmed that the patient¿s sepsis, septic shock and associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler as before this event.